Manufacturer narrative:
Additional review of the file determined that the following product does not apply to this event: product ID neu_ptm_prog, serial# unknown, product type programmer, patient correction of additional review of the file determined that the (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that it was due to a lot of movement that caused the lead to move and resulted in them not feeling the stimulation. The patient noted that the trial was completed, and they were waiting to make the decision if they would have the device implanted. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they did not feel stim on the left lead and was getting the message: "setting not available, contact your clinician." Patient was reportedly able to feel stim on the right lead and was concerned and worried the left lead might have come out. No further complications reported/anticipated.